Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis confirmed the customer comment that the electrocardiogram (ECG) connector was loose. The printed circuit board was replaced and recalibrated, and the programmer's hard drive was reconfigured and loaded with updated software. The programmer passed final functional and system tests. (B)(4).

Event description:
It was reported that the programmer's electrocardiogram (ECG) connector was broken and the ECG only showed noise. The programmer was returned for service. The programmer tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.